Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an out of range pacing impedance measurement via the remote monitoring system. The out of range measurement resulted in a switch from bipolar to unipolar mode. A request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and confirmed that there were no out of range impedance measurements on either the right ventricular (rv) or right atrial (ra) channels in the past year. This suggests that the out of range measurement occurred greater than one year from the time of the review. Additionally, no noise was observed on the rv lead, but one episode of noise was observed on the ra channel. The ra noise was likely due to unipolar sensing. A follow-up was performed and the system was reprogrammed. Ts reviewed the reprogramming and provided further recommendations. Upon review of an x-ray, it was also noted that the competitor rv lead may be placed in the rv outflow tract. The pacemaker and this ra lead remain in service. No adverse patient effects were reported.